Manufacturer narrative:
Additional information in d10; h10: the device was not returned to the service hub for evaluation and analysis; therefore the complaint cannot be confirmed. A 12 month service history review did not indicate a similar event in the past 12 months.

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event occurred on an unknown date. The event involved a plum a+ drivv13.42 & v13.43 that the customer reported the device over infused insulin. The customer stated when they ran the device, it did not give an option to select the drug library. The pump immediately turned on and asked for a cassette. The rate was programmed at 6 units/hour and the over delivery was 6 ml/hour. The device did not audibly alarm. The patient did receive a medication that would not have been part of the typical treatment to prevent an adverse event, however, there was no adverse event and no delay in critical therapy.